Event description:
After the procedure (placement of the pacemaker), pt had chest pain and significant hypotension or significant reduction in blood pressure. Pt was a dnr so resuscitation was not initiated.